Manufacturer narrative:
Additional gore tag device included in this report: tgt4020/ 7608123 (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a descending thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tgt4015/7513302, tgt4020/7608123). It was reported that the celiac artery was intentionally covered with the devices. Final angiography showed a type iii endoleak (further detail unknown), and the physician elected to monitor the patient. The patient tolerated the procedure. On (B)(6) 2010, post-operative follow-up imaging revealed that the endoleak persisted. The diameter of the aneurysm was 56 mm. On (B)(6) 2010, the patient was discharged. On (B)(6) 2010, three month follow-up imaging showed that the endoleak was resolved with no additional treatment or aneurysm enlargement. Subsequent follow-up imaging showed no issues; however on (B)(6) 2012, two year follow-up imaging revealed a distal type I endoleak with the aneurysm enlarging to 80 mm. The cause of the endoleak is unknown. On (B)(6) 2012, the patient underwent coil embolization of the celiac artery. The patient tolerated the procedure. On (B)(6) 2013, the patient underwent an additional endovascular procedure whereby a cook zenith tx2 endograft was implanted for distal extension to repair the endoleak. The patient tolerated the procedure. On (B)(6) 2013, three year follow-up imaging showed that the endoleak persisted. The diameter of the aneurysm was 80 mm. On (B)(6) 2014, four year follow-up imaging showed that the endoleak was resolved. The diameter of the aneurysm was 80 mm. No further information is available.